Manufacturer narrative:
(B)(4). Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacer dependent patient presented remotely via merlin.net. Review of transmissions revealed that there were episodes of high ventricular rate due to noise detected by the pacemaker, right atrial lead, and right ventricular lead. The noise resulted in temporary inhibition of pacing. On (B)(6) 2018, the patient presented in clinic and the noise was not reproducible with isometric testing and pocket manipulation. Lead testing was satisfactory, but some out of range measurements were noted on the autocapture trend. No device intervention was reported, but lead revision was discussed. Patient was stable.